Event description:
Catheter broke and embolized and went into the patients heart, within 24 hours of placement. Were able to retrieve via snare without incident, was removed, not known if new one was placed.